Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she dropped the device, screen cracked, and the screen went blank. Customer's blood glucose was 107 mg/dl. The lcd screen was cracked. Customer was going to change her complete set and the device slipped out of her hand. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Displacement test was not performed due to missing segments. The device had dog chew marks, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.